Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no clinically relevant documentation was provided to perform a thorough medical investigation; however, per complaint the revision was due to infection. The patient impact beyond probable antibiotic treatment and the reported revision itself cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved information, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection.